Event description:
It was reported by service report that the main power plug prong was broken on the power cord. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.